Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# unknown, product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0348754v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient was admitted to the hospital the day prior to report. It was noted the patient was ¿totally unresponsive.¿ it was noted the patient¿s pulse was 30. It was noted the patient was still in the hospital on the day of report and they had ¿revived quite a bit.¿ it was stated they wondered if their deep brain stimulator (dbs) needed to be replaced. It was noted the patient was not ¿dyskinetic¿ but the patient¿s capabilities had seemed to go down. It was noted they wondered if a lead may have broken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the caller thought that the stimulator no longer worked. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient notice they had more slowness and stiffness of movement since about a week ago. It was noted that today the lights on the patient programmer would not come on at all. It was noted that the patient was not able to adjust stimulation. It was noted that the patient tried to check the left implantable neurostimulator (ins) and stated when they pressed the review key no lights came on. It was noted that this happened with both sides. Additional information received reported that after the patient pressed the battery button on the programmer, it showed a brief flickering green light that disappeared. It was noted that after the patient changed the patient programmer battery the lights all showed up on the left side when they pressed the review key. It was noted that the patient programmer appeared to be working again for both sides. It was noted that the caller stated that they did not feel the patient's dyskinesia had started back up but they would discuss more with the patient.

Manufacturer narrative:
(B)(4).